Event description:
The reporter stated that the patient was admitted and underwent an operation in 2008. While in the recovery room, post anesthesia care unit or the surgical intensive care unit, the patient had an arterial line in place that was connected to a transducer and a patient monitoring system from a different manufacturer. One or both of these systems allegedly malfunctioned and provided erroneously elevated blood pressure readings. The patient was treated inappropriately with several anti-hypertensive medications that were contraindicated and caused severe injury, contributing to his death in 2006. The reporter indicated that the device is unavailable for return.

Manufacturer narrative:
The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. The device history could not be reviewed without a reported lot number as a reference. No additional action is necessary at this time.